Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are loose and cracking. They had to have a tooth extracted. Their dentist informed them that the byte aligner treatment is having bad consequences. At check in patient marked true to periodontitis, infection, inflammation, loose, jaw discomfort, chipped, sensitivity and root resorption.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.